Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility, in japan, reported a 62-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient experienced a cerebral infarction and expired. The cause of cerebral infarction cannot be determined.

Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. Since enough clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03535 was provided in sections b2, b5, d6, h1, and h6.

Event description:
It was noted that the patient expired while on support. Medical safety review of the event noted that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.